Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. One 2000e-04 sample from lot 21105548 was received in opened packaging for investigation. A connecting 5ml 0.9% nacl bd posiflush sp syringe was also received for investigation. The feedback provided by the customer indicates a complete occlusion was detected during priming. A visual inspection of the returned smartsite did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was then subjected to functional testing by connecting the smartsite component to both the returned bd posiflush sp syringe and a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance the smartsite piston opened and no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105548 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd smartsite¿ needle-free connector was clogged. The following information was provided by the initial reporter: unable to flush smartsite bung using a posi flush.